Event description:
The customer reported via phone call that the insulin pump was delivering unprogrammed boluses. The customer's blood glucose was between 133 mg/dl and 137 mg/dl. The customer also reported a external error alarm occurring once. Troubleshooting found the insulin pump passed a self-test. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.